Event description:
It was reported that the patient's left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511212, lead, implanted: no date available, 694765, lead, implanted: (B)(6) 2004. 407652, lead, implanted: (B)(6) 2004. (B)(4).